Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ at-home covid-19 test, the user identified a false positive. The following information was provided by the initial reporter. The customer stated: problem description: I used this test twice. Both test ame up positive but I self isolated for 5 days. There was no medical impact.

Manufacturer narrative:
MDR canceled due to change in reportability. Event was deemed not reportable. Supplemental 5269997 was created to cancel the MDR 4455215 with MFR reporting number; 1119779-2022-00225.

Event description:
It was reported when using the bd veritor¿ at-home covid-19 test, the user identified a false positive. The following information was provided by the initial reporter. The customer stated: problem description: I used this test twice. Both test ame up positive but I self isolated for 5 days. There was no medical impact.